Manufacturer narrative:
The component failure u10 on the motor controller (mc) pcba created the 1117, 111d, 111b, 1127 and 1118 error codes.

Event description:
The customer reported the device is not working. No patient involvement reported.